Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the collet and sleeve in the reported problem area of the pipette assembly. The instrument was cleaned, inspected, tested without further problem, and returned to svc.